Event description:
A report was received that the patient's pocket site opened up. The patient underwent a revision procedure wherein the pocket site was closed. The patient was reportedly doing well post operatively.